Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use of the cardiosave intra-aortic balloon pump (iabp) that batteries were not releasing easily. The was no patient harm and injury reported.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer (fse) confirmed customer complaint and adjusted battery release tension. Device passed all safety and performance tests. Device returned to customer.